Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.